Event description:
The device was implanted on (B)(6) 2008 and explanted on (B)(6) 2012. The device was explanted due to over sensing, inappropriate shock. The procedure took place at (B)(6)hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).